Event description:
Small bore feeding tube placed by nursing [redacted date], abd xr [abdominal xray] read as tube tip in distal stomach. Ctabd [CT of abdomen] on [date redacted], three days later, confirmed tube in peripyloric region. Morning of [date redacted] patient complaining of abdominal pain and nausea. Abd xr [abdominal xray] showed tube with broken distal fragment of 26 cm in the stomach. Tube removed from nares on [date redacted] and broken fragment remained attached at time of removal. This device did not have any reported clogs or require any excess pressure.